Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that their personal therapy manager (ptm) was acting up and not working. The patient stated that it took 10 minutes to get a bolus and sometimes getting an error message that reads ¿call your administrator.¿ the agent assisted the patient in deleting the data. The patient then tried connecting and was able to get connected without having any further issue and mentioned that this was the fastest they got connected. The agent advised us to contact back again if they need further assistance.